Event description:
It was reported that the device exhibited progressive threshold increase and was explanted. The patient is enrolled in the post approval network product surveillance registry no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.